Manufacturer narrative:
Device remains implanted.

Event description:
An afx abdominal stent graft with ovation ix iliac limbs were implanted to treat an abdominal aortic aneurysm. A longer than recommended iliac limb stent graft was deployed inadvertently covering the right internal iliac artery. A balloon expandable stent was deployed in the right internal iliac artery followed by the placement of another iliac limb stent graft to maintain luminal patency. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.